Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of leds on the system controller not illuminating was confirmed. The submitted video showed a self-test being performed on the system controller. The red driveline connector, yellow wrench, red heart, and pump running symbols were only half-illuminated. The yellow led associated with the black power cable connector and red low battery symbol also did not illuminate. The largest, third largest, and diamond battery power gauge bars illuminated; however, the other two bars did not. The submitted photos also showed only portions of the pump running symbol and battery power gauge bars illuminating. No other issues were observed. The audio tones activated during the self-test without issue, and the lcd screen displayed information as intended. The controller was shown to be operating at 5400 rpm in the submitted photo via the lcd screen. The submitted controller event log file contained approximately 1 day of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). No notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. The system controller would not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. G) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) (rev. G) section 2 ¿system operations¿ describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 IFU (rev. G) section d, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient visited their clinic for a follow-up visit. Upon interrogation of the patient's controller, it was revealed that the pump running symbol and two of the four battery charge indicator leds were not illuminated. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.